Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the console smoking at the fiber connector could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system was smoking. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The connector on the fiber started to smolder. A second fiber was attempted and it operated properly. A supplemental report will be submitted if any additional information is provided by the user facility.